Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 3 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, he observed scratches on the rear surface of the lens after the implantation. The scratches are in an elongated direction and protruded into the center of the lens. The hcp informed that a cohesive viscoelastic was used. The hcps assumption was that the cartridge was the suspect product, since a different injector and tweezers were used each time. The hcp saw whitish "changes" on the tip of the cartridge. Additional information has been requested. There are 3 files of different patients, this is 3 of 3 files.

Manufacturer narrative:
The used complaint company cartridge was not returned. Four unopened company cartridge 10-count cartons (40) and one opened 10-count carton containing four unopened samples were returned for the reported lot. One unopened company cartridge was pulled randomly from each carton. The company cartridge were numbered 1-5 for evaluation purposes. The five returned company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company cartridge were functionally tested per the instruction for use (IFU). No lens or cartridge damage was observed after the lens delivery. The company cartridge were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if a qualified combination was used. No determination can be made without physical evaluation of the complaint sample. Five of the unopened company cartridges returned for the reported lot were evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the functional testing. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the instruction for use IFU: the company cartridge iol delivery system is for implantation of qualified co foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
In the smdr1, method code of 4112, was reported in error, corrected information provided . The manufacturer internal reference number is: (B)(4).